Event description:
It was reported that the patient was diagnosed with obstructive sleep apnea with polysomnography and will be seen to see if vns programming adjustments can be made prior to starting CPAP. No further relevant information has been received to date.